Manufacturer narrative:
Correction: previously reported as malfunction, updated to report as serious injury.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed delay of therapy due to the arrhythmia falling below the detection rate. Programming changes were performed to resolve the issue. There were no patient consequences.